Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an open yellow (pgnd) wire inside the trunk cable. The cause of the inability to communicate is the open yellow wire. The root cause of the open yellow wire is excessive force placed on the trunk cable. No adverse event resulted from the open yellow wire.

Event description:
A zoll distributor returned and electrode belt indicating that it would not communicate with a test monitor.